Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the mid lad. During preparation, the stent was found to be deformed before the guidewire was inserted.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, one photograph was provided. The photograph shows a stent being severely deformed at its proximal end. The technical investigation of the returned device confirmed that the stent is severely deformed at its proximal end, i.e. Few struts are strongly bent outwards. The crimped diameter of the stent does not comply anymore with the specification. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the device. In addition, white fibers were found between the stent struts which indicates utilization of a gauze e.g. For wetting/cleaning purposes. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention.